Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the implant on (B)(6) 2021, when the physician fixed the lead in the ventricle, threshold was high. The lead was not used and was replaced. There were no patient consequences.